Event description:
The article, "cerebral embolism and minoca secondary to left atrial myxoma after occlusion of atrial septal defect by amplatzer occluder: a case report", was reviewed. The article presented a case study of a 72-year-old female with diabetes mellitus and 20-30% stenosis of the left circumflex and right coronary arteries. It was reported on an unknown date, an amplatzer septal occluder was selected for implant for an amplatzer septal defect (asd). The occluder was implanted. Approximately eight years later, on an unknown date, the patient presented to the cardiology department with recurrent dizziness and unsteadiness in walking, chest tightness, and palpitations that lasted for three weeks. An emergency cranial magnetic resonance imaging (MRI) suggested a lamellar abnormal signal shadow in the right cerebellar hemisphere. An acute cerebral infarction was diagnosed and treatment included antiplatelet aggregation and plaque stabilization was administered. The patient's symptoms of chest tightness and palpitations did not show significant improvement. The patient's electrocardiogram displayed st-segment depression of 0.5-1.0mm, t-changes, and markers of myocardial injury elevation. The diagnosis of acute non-st-segment elevation myocardial infarction was considered. A transthoracic echocardiogram (tte) showed abnormal echogenicity in the left atrium. A transesophageal echocardiogram (tee) revealed a hypoechoic solid echogenic mass measuring approximately 27mm x 39mm in the left atrium. Cerebral embolism and myocardial infarction without obstructive coronary atherosclerosis (minoca) secondary to a left atrial mass secondary to a microembolism were diagnosed. Due to multiple arterial emboli were present, the patient underwent surgery to avoid new arterial emboli. The left atrial mass, blocker, and the left atrial appendage was removed from the patient. The atrial septal defect was repaired with a patch. Further analysis of the mass confirmed a left atrial myxoma. The patient was administered oral antiplatelet agents before and after the surgery. The patient¿s postoperative course was uneventful, and the patient was discharged without major complications. [The primary author was linxiang lu, shanghai east hospital, tongji university school of medicine, 200092 shanghai, china, with corresponding email: lulinx@sina.com] [the secondary author was yunli shen, shanghai east hospital ji¿an hospital, 343000 ji¿an, jiangxi, china, with corresponding email: shddfyy@163.com].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: cerebral embolism and minoca secondary to left atrial myxoma after occlusion of atrial septal defect by amplatzer occluder: a case report b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
As reported in a research article, cerebral embolism and minoca secondary to left atrial myxoma after occlusion of atrial septal defect by amplatzer occluder. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: event date is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: cerebral embolism and minoca secondary to left atrial myxoma after occlusion of atrial septal defect by amplatzer occluder: a case report.